Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection and functional testing found no notable condition. It was reported that during a uniportal thoracoscopic lobectomy, the stapler exhibited poor distal staple formation and incomplete distal staple lines for all three reloads. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of lock ring out of position. The product analysis noted evidence that the device was not used as intended. This issue may occur if the lock ring is inadvertently moved out of position during handling of the reload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p1m0706s) egia30ctavm, egia30ctavm egia30 curved vas med sulu, (lot # n4j1923y) egia45ctav, egia45ctav egia 45 curved vascular sulu, (lot # n4c1841y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a uniportal thoracoscopic lobectomy, the stapler exhibited poor distal staple formation and incomplete distal staple lines for all three reloads. Reinforced suture with thread was required to fix the incomplete staple lines.